Event description:
It was reported that there was a peri-device leak. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a peri-device leak. The physician has scheduled a procedure in two (2) months to remove the closure device and implant a non-boston scientific closure device in the laa of the patient.